Manufacturer narrative:
There were three devices involved in this event. This report describes the second device. Manufacturer report numbers 3005174370-2015-00021 and 3005174370-2015-00023 provide information on the first and third device involved in this event, respectfully.

Event description:
Dentist reported that following the use of 3m espe lava ultimate cad/cam restorative for cerec, 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive to prepare and seat full coverage crowns, 5-6 patients required endodontic treatment due to persistent sensitivity. Following the root canal in all of these cases, the patients are reported as fine; non-3m espe products were used in the replacement procedure. No further details on the patients or teeth involved were made available to 3m espe.